Manufacturer narrative:
After battery installation, a small white spot appeared in the upper right hand corner of the lcd screen. The unit passed displacement test, but then failed self test returning a pump error 75. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that critical pump error image was display on the insulin pump screen. Blood glucose was unknown. The insulin pump will be returned for analysis.